Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was in the hospital for an unrelated procedure and being monitored, there were breaks in the EKG which resembled an asystole episode. Technical support review of device session records showed myopotential oversensing and advised that the breaks in the EKG could have been caused by myopotential inhibition. The device morphology template was reprogrammed and the patient was asymptomatic and will continue to be monitored.